Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion alarm were not reproduced. A review of the event history log revealed multiple occurrences of 'downstream occlusion' alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor. The downstream sensor requires calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed down stream occlusion. This occurred prior to patient use. There was no patient involvement. No additional information is available.